Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified number of pn 32x4 europe bd were unable or difficult to prime prior to use. The following information was provided by the initial reporter: product: bd pen needletm 4mm, 320211. Complaint: the customer contacted distributor for medical device supplies. Customer told that in box many of the needles were clogged/insulin did not flow.